Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p50 had a hair in it before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: we've had some contaminated products in our clinics. I thought initially it was a crack but we actually believe it is a hair.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/6/2020 . H.6. Investigation: two photos and one sample was provided to our quality team for investigation. Upon visual inspection of both the photos and product returned, a hair was observed under the film of the expansion chamber. No DHR review can be performed as the lot number is unknown. While we could not identify a direct issue, the root cause of this incident is likely due to personnel not following the proper gowning procedure.

Event description:
It was reported that the bd phaseal¿ protector p50 had a hair in it before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: we've had some contaminated products in our clinics. I thought initially it was a crack but we actually believe it is a hair.